Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case involving a 29mm sapien 3 ultra resilia valve, in aortic position using the left transfemoral artery approach. During insertion, the commander delivery system with the crimped valve could not be advanced through the esheath plus. The delivery system and valve became stuck within the esheath plus, and attempts to advance or retract the system were unsuccessful. The entire assembly was subsequently withdrawn as a single unit. After removal, esheath plus liner puncture and frame damage were observed. The valve crimped onto the delivery system perforated the esheath plus, and deformation of the esheath plus was noted in the light blue area. A second system was prepared and successfully implanted. The patient did not experience any injury and was noted to be stable after the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.